Manufacturer narrative:
Updated fields: b3, h2, and h11. Corrected data can be found in field b3. The patient underwent their index ion procedure occurred on (B)(6) 2025. The ion procedure of (B)(6) 2025 was a diagnostic intervention performed six months after.

Event description:
Refer to h11 for follow-up information.

Event description:
A patient in a study (ion registry) underwent an ion lung biopsy. During the procedure, a pneumothorax was identified using intra-procedure fluoroscopy, requiring chest tube insertion and hospitalization. The patient was symptomatic with dyspnea/shortness of breath. The event is reported as ongoing. The biopsy lesion was located on the left upper lobe, measured 37 x 26 x 31 mm and the distance from the nearest pleura was 0 mm. The tools used were 21g flexision needle, cryoprobe 1.1 mm, cook captura forceps and bronchoalveolar lavage (bal). The procedure was completed as planned with ion; there were no reported ion malfunctions. Pathology results of the biopsy are not available. The study investigator reported the event as a serious adverse event (sae), ctcae grade IV, definitely related to the ion procedure, but not related to the patient's existing condition.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Review of the available logs did not find any errors that were relevant to the reported event.